Event description:
A (B) (6) female called to report experiencing severe redness, blurry vision and excessive tearing after using complete multi-purpose solution easy rub formula with her biomedics ep lenses. She had used about 1/3 of a bottle when the event occurred. Medical records received 1/20/2010 indicate, the pt sought treatment from her dr on (B) (6) 2009, complaining of ocular redness, watering, decreased va, a hurt "pokey" feeling, photophobia, and eye "feels heavy" for 1 week (os). Visual acuity in both eyes was 20/20. Slit lamp indicated superficial punctate keratitis (spk) ou with small amount of infiltrate os. Diagnosis: cl induced keratitis os>od as well as dry eye syndrome (des). Zymar was prescribed, od qid, os q2h, and lens wear was discontinued. She returned for f/u on (B) (6) 2009; the diagnosis remained the same, and her symptoms were resolving. The pt was seen several times through the next month, with the diagnosis and treatment remaining the same. On (B) (6) 2009, the pt had resumed lens wear and was uncomfortable; she was diagnosed with mild blepharitis, des, and was not able to tolerate contact lenses. On (B) (6) 2009, lquix was added to treatment, and it was suggested she stop using complete mps. The opinion of the treating physician regarding the relationship use of the device to the pt's event was "it is possible". She reported that treatment was not required to preclude permanent injury. Zymar was also given to lubricate the eye. The pt's symptoms have resolved.

Manufacturer narrative:
(B) (4) photophobia; superficial punctate keratitis. Batch record review for reported lot ad02987 showed that no deviations were noted and the solution was released within spec. Physico-chemical analysis results of the complaint unit are correct and all parameters are within established acceptance criteria. No other complaints have been received against this lot to date. The root cause has not been established.